Event description:
It was reported that a patient who had received v.a.c. Therapy for four months in 2008 for a stage iii pressure ulcer, allegedly had a piece of v.a.c. Whitefoam excised from the wound after it was inadvertently left in the wound tunnel.

Manufacturer narrative:
During the course of the patient's therapy, dressing changes were performed by several healthcare facilities including, the hospital, two homecare agencies and a wound care center. Therefore, it cannot be determined when the foam was inadvertently left in the wound. V.a.c. Labeling warns under "foam placement": "do not place any foam dressing into blind/unexplored tunnels. The v.a.c. Whitefoam dressing may be more appropriate for use with explored tunnels. Always count the total number of pieces of foam used in the wound and document that number on the drape and in the patient's chart." It also states under "foam removal": v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam, create difficulty in removing the foam from the wound, or lead to infection or other adverse event."